Manufacturer narrative:
A supplemental MDR is being submitted based on risk assessment performed by the engineers. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anticalcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (chronic kidney insufficiency) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted in patient.

Event description:
As reported by the edwards territory mgr., this patient was demonstrating elevated gradients during echo follow ups. Upon review of medical records, approximately 7 years post of a successfully implant of a sapien xt valve, post procedural echo (tee) revealed a well seated valve, normal cusp mobility with no paravalvular leak with a mean gradient of 5mmhg and an aortic valve area (ava) of 1.83cm2. An echo (tte) performed at 1 year post revealed mean gradient of 10mmhg, and ava 1.51cm 2. The valve function appears normal, mild pulmonary htn, mild-moderate aortic regurgitation (ar), and no pvl. There was no significant change from the last echo performed at 30 days post implant. An echo (tte) performed at 7 years post implant revealed prosthetic aortic valve with calcification, restriction, and elevated gradients with moderate stenosis. The mean gradient was 39mmhg with an ava 0.73cm2. Due to age, family is not in favor or re-intervention of any kind. The patient continued on eliquis and follow up with doctor as needed.